Event description:
It was reported to medtronic neurosurgery that the device was found to leak during preimplantation testing.

Manufacturer narrative:
The valve was patent. It also met the requirements for pressure - flow and preimplantation testing. However, it did not meet the requirements for leak, siphon, and reflux testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.